Event description:
It was reported that prior to use , the cs300 intra-aortic balloon pump (iabp) units screen flickers. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He verified screen to flicker. Reseated ribbon cable connections on video receiver board and tested cs 300. Unable to duplicate problem after ribbon cable re seating. Ran cs300 on test balloon for 1 hour with no problems. Ran and passed all performance and function tests.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) units screen flickers.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.